Event description:
It was reported that this right ventricular (rv) lead dislodged. The lead exhibited oversensing. A chest x-ray was performed and confirmed dislodgement. Technical services (ts) helped the health care professional (hcp) disable tachy therapy for the lead. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.